Manufacturer narrative:
The product was received for investigation and the reported event was confirmed. During testing, a hole was found in the balloon. When saline was inserted into the inflation lumen fluid exited the hole in the balloon preventing the balloon from inflating. The precise root cause of the hole in the balloon could not be determined, however due to the report of the device being used in a stenotic region, it is likely that anatomical features resulted in the observed damage. Review of the lot record did not find any issues that would contribute to the event. Additionally, we have not received any other complaints of a similar nature for devices from this lot. There was no injury to the patient as a result of the incident. The surgeon used another device to complete the procedure.

Event description:
The surgeon stated that while using the tuftex over-the-wire embolectomy catheter, the balloon was ruptured while removing a clot. The device had been checked before use and the balloon was able to inflate without leakage. The recommended volume of saline was not exceeded. The surgeon believes that the catheter was used at a stenotic region. No balloon fragments were left in the patient's vessel. The operation was completed successfully using another product. No injury was reported.